Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The left ventricular lead exhibited an increase in impedance and high capture thresholds. The lead was reprogrammed. The patient remained in stable condition and would continue to be monitored remotely.